Event description:
A surgeon reported a pt with loose epithelium immediately following lasik treatment, sever in the right eye and mild in the left. The surgeon also reported the pt was very uncooperative during surgery. In a follow up with a technician, she indicated the pt was prescribed sodium chloride hypertonicity ointment on the date of the event. The technician also reported the pt was seen on (B)(6) 2014 and the event had resolved in the left eye. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).